Manufacturer narrative:
(B)(4). The customer report of ez-io needle cannula broke was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was provided. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "io needle plastic hub broken off with removal. An additional removal was attempted but catheter still in patient." Additional information was requested.

Event description:
It was reported that: "io needle plastic hub broken off with removal. An additional removal was attempted but catheter still in patient." Additional information was requested.

Manufacturer narrative:
(B)(4).